Event description:
Damage to the usb port and pins of a customer's insulin pump was reported, impacting the charging capability although the pump had not shut down. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump, and a replacement pump with updated software was sent by cts. Training and instructions on handling the new pump and returning the old one were provided and acknowledged by the customer.